Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. This data showed power on reset (por) parameters for write to locked ram on (B)(6) 2011 01:17:05, and a patient alert for por on (B)(6) 2011 00:17:05.

Event description:
It was reported that the clinician noticed an electrical reset of the device on a monitor transmission. The device remains in use. No patient complications have been reported as a result of this event.